Event description:
Patient to or, operating room, for laparoscopic cholecystectomy with intraoperative cholangiogram and drainage of ovarian cyst fluid in the pelvis. Upon removal of trocar, noticed a very small piece was missing. This trocar was intact upon placement at beginning of case. Systematically explored abdomen, unable to locate foreign object. Performed abdominal x-ray which was negative for locating the foreign object.